Event description:
In a retrospective study, clinical data was reviewed for 28 consecutive patients who underwent fusion over three or more levels, and had a minimum of one year of follow-up. All patients had severe predominantly low- to middle-back pain. All patients had participated in extensive conservative therapies without adequate relief of their symptoms before being considered for surgery. The mean age of the patients in the study was 67.7 years. The patients underwent a single or combination of surgical interbody disc release and fusion procedures: axialif (axial lumbar interbody fusion), dlif (direct lateral interbody fusion), or xlif (extreme lateral interbody fusion). The amount of rhbmp-2/acs used varied with surgical technique and level treated. From the data presented, it is not possible to determine the surgical technique, levels treated, or rhbmp-2 dose for a specific patient. All patients maintained correction of their deformity and were noted to have solid arthrodesis on plain radiographs at one year follow-up. Two patients developed quadriceps palsy with weakness of the vastus medialis. They went on to achieve complete recovery within six months. There were no vascular or permanent neurological issues. No other details were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: anand, et al. Mid-term to long-term clinical and functional outcomes of minimally invasive correction and fusion for adults with scoliosis. Neurosurg focus. 2010; 28 (3): the event is believed to be associated with the surgical technique and/or instruments used during the procedure. Rhbpm-2, pedicle screws. No therapy or implant dates were given. No device return. Such issues after dlif/xlif are almost always related to retraction or spacer placement - somewhat common in this procedure. There was no mention by the authors of other potential associated sequelae causing such complications, and therefore is not believed to be device-related.